Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#3006705815-2016-00723. It was reported during a recent revision (ref MFR report#1627487-2016-06240) the physician was unable to accurately place the leads in order to obtain effective coverage. As a result, the case was abandoned.